Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl due to the pump's basal rate setting being too high. Customer addressed the low bg by consuming carbohydrates. Recommendation was made for customer to consult with healthcare provider regarding settings changes.